Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, that the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, and that there was a right ventricular lead integrity alert.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant at a device check, high pacing (when measured via the tip-coil vector) and defibrillation coil impedances were noted. Therapies were turned off pending further investigation. No patient complications have been reported as a result of this event.